Event description:
The device was explanted due to extrusion through the skin of the stimulator housing.

Manufacturer narrative:
Additional information: according to the information received the device was explanted due to an extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Reportedly a too strong external magnet might have contributed to the observed issue. Additionally, one channel was left extra-cochlear at implantation. The explanted device has not been received for investigation yet.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted due to extrusion through the skin of the stimulator housing.